Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system biometric identifier failed and there was no login access. A technical support specialist (tss) checked the medication application logs. The tss created a product support engineer (pse) consultation for the case and added an event to the product issue (pi) for the development team, which is currently working on new biometric firmware. As a temporary workaround, the tss recommended rebooting the device to restore biometric identifier functionality. The case is actively under investigation by the development team. The tss instructed the user to switch the device login method to user ID and password and to discontinue using the biometric fingerprint scanner until a permanent fix is released. The tss also addressed the customer questions regarding the biometric identifier login. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was failed and user stated it needs a witness but would not allow for log in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.